Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, data files were provided for review. However, the customer's report could not be confirmed using the data files provided. Root cause analysis could not be performed without the device or the device activity logs. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.